Event description:
Lasik eye surgery. Rptr feels this procedure is unhumane, and shouldn't be approved. To rptr and others that are suffering from this horrible experience would probably say this is a legal way to kill and/or injured people without actually commiting a crime. It's not just the complications of the procedure, it's what comes with the complication like: depression, divorce, everlasting pain, suicidal, etc. Please stop the madness, this surgery is a joke and definetly not right. Event when patients sign that consent form, it still doesn't make it right. Patients really don't know what they are getting into.